Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The product end user states "sometimes the catheters also then feel sharp and are painful as a result". Unknown quantity. No photographs received depicting the reported complaint issue. No medical treatment sought.